Event description:
It was reported by the customer that on (B)(6) 2010, the fiber aiming beam fired straight out of the fiber at 31,490 joules. No injury was reported. The device has not been returned to ams for evaluation.